Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary intervention to the 75% stenosed and calcified lesion at the mid left anterior descending (lad) coronary artery, two guide wires were inserted into the mid and distal lad for protection. A 3.5x23mm cypher sirolimus-eluting coronary stent was delivered to the target lesion via direct stenting. Due to the calcification, there was slight resistance during the delivery, however the cypher stent reached the target lesion. While inflating the stent delivery system (sds), the pressure started to decrease at around 12atms. The physician noted contrast medium leakage from the distal end of the sds on coronary angiography (cag). Therefore, the sds was removed from the patient and post-dilation was conducted with a 3.5 x 15mm nc sprinter balloon at 18atms. The stent was safely implanted and the procedure was finished.